Event description:
The pt's neurostimulator (ins) had reached eol and was replaced. At the replacement surgery the new ins that was opened had impedance measurements greater than 40,000 ohms on all electrodes. The original ins was then re-attached and only a few of the electrodes had abnormal impedances. A different ins was used. There was no pt injury. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.